Event description:
Review of performance data from the ICD showed oversensing and out of range impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the ICD and have analyzed the data. Oversensing observed. Other: review of performance data from the ICD showed oversensing and out of range impedance. It was further reported that the doctor determined the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing.

Event description:
Review of performance data from the ICD showed oversensing and out of range impedance. It was further reported that the doctor determined the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.